Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Initially, it was reported that during ablation, the force reading on the catheter went from 10g to high. The force reading returned from high to 10g force reading when they came off ablation. They changed the interface cable, but this did not rectify the issue. When the ablation catheter was changed, the issue was resolved, and the case continued. There was no patient consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-oct-2023, a hole and reddish material was found. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-oct-2023.

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material on the pebax. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The device tip was cut and microscopically examined, and a hole on the pebax was observed. The blood (reddish material) inside the pebax could be related to the force issue reported by the customer. A manufacturing record evaluation was performed for the finished device 30800957m number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).